Manufacturer narrative:
Adverse event or product problem: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporters city: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted in the bile duct on an unknown date. During the emergent follow up, within 24 hours after the stent was implanted, the patient returned to the emergency room, it was noticed that the stent had perforated the opposite duodenal wall and it was confirmed via endoscopy. An unplanned stent removal was performed. It was reported that the stent had been up into the right and left hepatic, it held the stent in place and was more rigid outside the papilla. Also, the physician used a 10fr by 12cm stent and realized that 10fr by 12cm stent was too long, and the material of the plastic stent was capable of perforating the duodenal wall. The stent was removed from the patient and the perforated duodenal wall was closed with sutures. There was no new device implanted. The patient's condition following the removal procedure is reported to be fully recovered.